Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the bearings were bad (worn out) and were twisted in the shaft was confirmed. An assessment was performed, and it was determined that the device failed cutter insertion (cannot insert cutter) and the neuro-tip leg is bent. It was determined that the condition of the cannot insert cutter was due to the bearings being worn out and creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to normal wear over time, the failure was caused by worn out bearings. It was further determined that the condition of the bent neuro-tip (leg) was due to excessive lateral force be placed on the device causing the neuro-tip to bend. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the bearings of the craniotome device were bad. It was noted that the bearings were twisted in the shaft. During in-house engineering evaluation it was observed that the neuro-tip (leg) was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.